Manufacturer narrative:
No product will be returned per customer because the product was discarded. Although requested, no additional information was provided.

Event description:
It was reported that separation occurred at the engagement of the pump segment to the lower fitment. This occurred either on removal from packaging or while priming either saline or dextrose water (d5w). This occurred at chemotherapy suite during the week of (B)(6) 2020. There was no patient involvement.